Event description:
A customer reported that a system did not recognize a footswitch. The timing of the event is unknown. The patient impact is unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The footswitch was received for evaluation. A visual assessment of the returned sample revealed no nonconformity. The sample was connected to a calibrated infiniti console and the system was powered on. The footswitch was tested and it was found to meet specifications. The sample was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
(B)(4). The customer reported that the system was not recognizing the footswitch. The customer ordered a new footswitch and did not request any other services. The system was manufactured on may 11, 2004. Based on qa assessment, the product met specifications at the time of release. The footswitch was manufactured on november 18, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).